Event description:
It was reported that a pt's impedance measurements read greater than 4,000 ohms on some of the bipolar and 1 unipolar pairs. The pt fell a few months ago. Since the fall the stimulation has been in the wrong location. The mdt rep confirmed that the pt was reprogrammed around the abnormal impedances. None of the new settings provided efficacy. The pt is being scheduled for a lead revision. Further info is being requested from the hcp.